Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient¿s vision was not clear and had hazy vision. The iol was exchanged with an alternate iol 35 days following the initial procedure. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The clinical reason given for the explant was under-correction. The replacement lens was not provided. The reporting facility has not provided any further information. The manufacturer internal reference number is: (B)(4).

Event description:
Under corrected was the clinical reason given for the explant.